Event description:
The customer stated that the insulin pump was not alarming when the reservoir was low. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery, and rewind tests. However, the insulin pump failed the displacement test.